Event description:
The IV tubing spike slipped out and solution leaked out onto the nurses hand plus about 10ml leaked on the floor. The nurse immediately turned the bag over to stop the spill and reinserted the spike. The customer uses a b. Braun pvc-free bag. No patient or staff harm was reported. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 07/09/2014. (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.